Manufacturer narrative:
(B)(4).

Event description:
Customer called to report suppressed ammonia results from the unicel dxc 800 synchron system. Customer stated that the patient sample was run on another instrument in the laboratory, which generated a result of 34 micrograms per deciliter (ug/dl). The customer technical specialist (cts) advised customer to recalibrate the ammonia, and then to rerun the quality controls. The cts then generated a service request and asked customer to send patient sample results via facsimile. The field service engineer (fse) inspected the instrument and found that the sample probe was producing low results. The fse replaced the sample probe, which resolved the instrument issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer did not provide the requested patient sample results and data, but confirmed that erroneous results were not reported outside the laboratory and that patient treatment was not affected. As of 01/04/2012, customer has not called back to report any further issues.